Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 200911. D4: medical device expiration date: 2025-08-31. H4: device manufacture date: 2020-08-31. D4: medical device lot #: 201003, d4: medical device expiration date: 2025-09-30, h4: device manufacture date: 2020-09-30. D4: medical device lot #: unknown, d4: medical device expiration date: unknown, h4: device manufacture date: unknown. H6: investigation summary: a device history record review was completed for provided lot number 200911 and 201003. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were not available for return, retained samples of the same lot number were obtained for evaluation by our quality engineer team. Through examination of the retained samples, no signs of defect could be identified. Based on the investigation results, a cause related to the manufacturing process could not be determined for this incident.

Event description:
It was reported that 2 needles 25ga 1in were defective. The following information was provided by the initial reporter: "the customer reported the following three issues of needle (300400): (1) bent needle. (2) hole on the needle. (3) fm on the needle cover. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 2 needles 25ga 1in were defective. The following information was provided by the initial reporter: "the customer reported the following three issues of needle (300400): bent needle, hole on the needle, fm on the needle cover.